Manufacturer narrative:
Analysis found that the unit was found to be cosmetically ok. The customer's reported fault could not be confirmed due to pre-repair temperature test can not be performed. The bearing and spacer assembly inside the tube found corroded. Lock twist found little bit jammed, need more force for locking and unlocking. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece overheated in less than a minute prior to the procedure. They suddenly stopped using the device and sent it for repair. There was no patient involvement.